Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. A 3.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During inflation at 10 atmospheres, the balloon burst. The device was removed through the guide sheath, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital, (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).